Event description:
It was reported that during epicardial lead replacement procedure set up, loss of capture was observed on left ventricular lead. The epicardial lead was implanted. While adjusting, the left ventricular lead was dislodged. As the lead helix was bent, the physician decided to explant and replace the left ventricular lead. The device was prophylactically explanted and replaced. The procedure was completed after connecting the new device with the leads. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
New information received sates that dislodgement and helix bent was noted on the competitor epicardial lead during the epicardial lead placement procedure. The lead was not used and a new epicardial lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.